Event description:
Doctor reported that implant proximity between 35 and 36 was impracticable. The implant at tooth site 35 had to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
During product evaluation it was found that item tsv4b11 does not match the actual product returned. After measurements using caliper it was notice that the product measure as a tsvmb13.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One imp, tsv, mcol mg,3.7mm,13m (tsvmb13) was returned for investigation. Visual evaluation of the as returned product identified screw fragment in the drive feature and bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. Measurements for the implant, were taken on (B)(6) 2022 using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Device history record (DHR) review could not be performed since the lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the (tsvmb13) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw & functional: other). Therefore, based on the available information, the reported functional: other event (impracticable implant proximity) could not be verified as the exact details of event and patient anatomical conditions were unknown and unverifiable.